Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2007.according to the complainant, the patient experienced pelvic pain, dyspareunia, urinary incontinence, vaginal bleeding and neuro-muscular pain. She was found to have mesh erosion and required further surgery to remove the mesh.all other information, including the patient's current condition, is unknown and reportedly unavailable.